Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges seeing black particles "coming through the air way" and has an issue with their lung feeling uncomfortable. The patient went to their doctor to get an x-ray and is waiting for their result. They were told by their doctor "to stop using the device" and is hoping "to proceed with a replacement [device] quicker." Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.